Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found no issues with the tip section of the device. A visual and microscopic examination found no issue with the profile of the markerbands. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. A pinhole leak was identified 2mm distal to the distal edge of the distal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.